Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode and was hospitalized. It was noted, there had been oversensing resulting in an eight second asystole episode that occurred while the patient was in their home. Interrogation revealed the device was in safety core. An external pacemaker was applied until a replacement procedure was performed. While monitored in the hospital, a further episode of asystole was observed. It was thought this was due to after effects of oversensing. A replacement procedure was performed. The device was removed and replaced. No issues were observed with this lead, therefore this lead was reconnected to the replacement device and remains in service. Post follow up revealed further oversensing, however could not be reproduced and did not result in asystole. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.